Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no product performance allegations at the time of explant.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.